Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that over the past year the patient had noticed stimulation would change on its own and it had begun happening more frequently. The caller reported that the sensation caused pain and felt like a shocking sensation in their back down to their legs and in their neck, the sensation in their neck felt like nerve pain. The sensation was reported to happen randomly and during when the patient was active and stationary. The patient programmer was checked and settings had not changed. Impedences at 0.7v were 80-900 ohms except contact 5 which was over 10,000 ohms. Group impedances were checked as well a1 at 295 ohms, 16.9 ma and a2 at 385 ohms, 11.2 ma. Program 1 was at 5.2v, 290 pw, 35 hz, 1+ 2+ 3- 8- 14+ and program 2 was at similar settings but with 4+ 10- 14+ 15-. The patient did have a few adaptive stimulation groups but there were not being used and the patient did not generally use adaptive sitm. The patient had an x-ray and it shown there were no changes or movement noted. No further complications were reported as a result of this event.